Manufacturer narrative:
Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime and system sensor test due to faulty gold sensor. Unable to perform excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. Unit received missing end cap sticker, minor scratches on lcd window, cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that his child's insulin pump alarmed no delivery during a bolus attempt. Customer also indicated that the pump received a motor error three times in one week. Customer does not recall any significant events leading to the error. Child's blood glucose was unknown at the time of incident. Troubleshooting was done for alarms but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.